Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m119538 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m119538 and test base part number 190-430 / lot m119538 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m119538 showed that the complaint rate is 0.02%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
Abbott diagnostics (B)(4), inc. Received a medwatch (mw5096159) on (B)(6) 2020. Review of the mw confirmed the customer had not previously reported the complaint to abbott technical services. The customer reported a false negative result on a direct copan nasopharyngeal (np) swab with the ID now covid-19 assay performed on (B)(6) 2020. Repeat testing was not performed. Confirmation testing on a np swab in viral transport media (vtm) with abbott m2000 generated positive results (CT values not provided). The customer confirmed there was no death, or serious injury based on the results. There was no impact and/or delay in patient treatment. The patient was symptomatic (not further specified) and treated by nebulizer treatments while quarantined at home. The ID now covid-19 product insert indicates that negative results should be treated as presumptive, and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.